Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that in (B)(6) 2018 customer noticed ¿itching, redness and seepage¿ at the insertion site, after 5-days of wear. Customer noted having contact with a healthcare provider and was prescribed an unspecified oral antibiotic and advised to use avene healing cream. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that in (B)(6) 2018 customer noticed ¿itching, redness and seepage¿ at the insertion site, after 5-days of wear. Customer noted having contact with a healthcare provider and was prescribed an unspecified oral antibiotic and advised to use avene healing cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, there were no adverse trends that indicate any potential product related issues. . If the product is returned, the case will be re-opened and a physical investigation will be performed.